Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced a high blood glucose reading of 405 mg/dl. The customer's blood glucose reading at 3:11 am was 334 mg/dl. The customer's blood glucose reading at 6:00 am was 45 mg/dl. When the customer woke up, his blood glucose reading was 55 mg/dl. The customer's blood glucose level rose up after eating a lot of cake in the morning. The customer manages his blood glucose levels with a (B)(6) cookie bar. The customer declined troubleshooting for his high blood glucose because he already knew that the cake was the reason for his high blood glucose. The customer will not return the device for analysis.